Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had both atrial tachycardia (at)/ atrial fibrillation (af) and nonsustained vt episode at approximately the same time due to what appears to be emi. The device remains in use. No patient complications have been reported as a result of this event.